Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 500 mg/dl, 112 mg/dl, 218 mg/dl, 504 mg/dl, hi (>600 mg/dl) and 304 mg/dl. Customer also reportedly received the following results on the performa system within 10 minutes: 504 mg/dl, hi (>600 mg/dl), 304 mg/dl and 145 mg/dl. No death or serious injury reported. Requested return of suspect device for evaluation and replacement was provided.